Manufacturer narrative:
The pump was received with a partially broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 28-dec-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 28-dec-2024 listed on smartsolve. Dailytotalcollectionstarttime = 12/28/2024 00:00:00.000 dailytotalofallinsulindelivered = 141.8 dailytotalofbasalinsulindelivered = 91.8 dailytotalofbolusinsulindelivered = 50 12/28/2024 04:34:12.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 25 bolusamountdelivered = 25 12/28/2024 07:48:04.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 25 bolusamountdelivered = 25 the pump successfully delivered a 10 units bolus (displacement test) and a 25 units bolus (dat). All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date of 28-dec-2024 in the formatted history file. Auto suspend (12) alarm was found on: 12/22/2024 05:54:00.000 12/23/2024 06:14:00.000, 12/23/2024 06:24:00.000 12/24/2024 06:12:00.000 12/25/2024 08:42:00.000 12/26/2024 05:49:00.000, 12/26/2024 05:59:00.000, 12/26/2024 17:59:00.000 12/27/2024 22:05:00.000. Upon checking the long trace file, auto suspend (12) alarm was expected since no keys pressed in the time duration set for auto suspend. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.06 mv). The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the back - battery compartment of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer also reported damage to battery compartment of the insulin pump because the customer fell down. Customer had blood glucose value of 900 mg/dl. Customer treated hyperglycemia with IV insulin drip and got hospitalized due to high blood glucose. The event involved product(s) mmt-1780kr, mmt-332a, unomedical infusion set. Troubleshooting was performed for the reported events. Customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1780kr was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for unomedical.